Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative. The patient was advised to have stimulation adjusted at their next outpatient visit. The doctor commented that there was no problem that there was no stimulation in the painful area. They also commented to verify whether it was possible to induce stimulation on the right side by adjusting the stimulation in the future.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient (pt) reported that the pain on their right side has not been alleviated/improved. The pt had pain on the right side, so they needed stimulation to be on the right side, but they were not feeling stimulation on the right side. They were feeling stimulation on the left side, but they didn't have much pain on their left side. Attempts were made to adjust programming and stimulation intensity, however the pt felt no improvement. It was noted that the implant was done recently. There were no noted factors contributing to this. Actions taken to address this event were not reported at the time of the report; the rep would be following up with the physician the day after the report was submitted.